Event description:
During an in clinic follow up, oversensing was noted on the device following normal capacitor charging. Technical support was contacted and confirmed the oversensing episode. No intervention has been performed. The patient was stable and will continue to be monitored.